Event description:
It was reported that after inserting the intra-aortic balloon (iab) the console displayed a fiber optic sensor failure message. The customer had unplugged and then reconnected the fiber optic sensor but the message remained. As they began troubleshooting, the respiratory therapist showed up for help to transport to the unit. The customer called back reporting the same error message. They were instructed to remove the fiber optic cable and were walked through checking patency and flushing on standby. This resulted in a normal inner lumen arterial waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional contact information - (B)(6) / hvicu manager. Additional contact information - (B)(6), nurse. Additional contact information - (B)(6), ICU assistant manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 31.5cm and 74.7cm from the iab tip. A third kink was found on the catheter tubing and inner near the y-fitting approximately 76.2cm from the iab tip. Additionally the optical fiber was found to be broken at the kink location of 76.2cm. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).